Event description:
A customer contacted beckman coulter inc. (Bci) regarding intermittent false high glucose (glu) results seen once or twice daily, also with quality control material results, generated by the unicel dxc 800 pro synchron chemistry analyzer. Erroneously high patient results were not reported outside the laboratory. Customer indicates that the false results are caught by replicated runs on the sample. The customer indicated that there was no impact to patient treatment.

Manufacturer narrative:
Customer contacted the bci hotline, whom dispatched a call to a field service engineer (fse). Fse had the customer replace the sample syringe. Fse found micro bubbles in the di water drain line and replaced the degasser component. Fse performed a precision run study for single glucose samples and then glucose with a panel of analytes. Precision was well within established specifications. Upon reoccurrence, the hardware failures could cause erroneous results on any or all modular chemistries and patient treatment is likely to be impacted. Hardware issues may have contributed to this event.